Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. First/given name: unknown / not provided. Last name unknown / not provided. Email address unknown / not provided. PMA/510(k) number k011028 and k013227.

Event description:
It was reported the implant fractured at the collar level and was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report, b5: describe event or problem, d1: brand name, d2: device product code, d4: catalog number, d4: lot number and UDI not available, g3: date received by manufacturer, g4: PMA/510(k) number k011028 and k013227, h1: type of report, follow-up number, h2: follow up type, h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An impl tapered scr-v sbm 4. 7mm 4.5mm 8mm ((B)(6)) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage with bone/debris and a fracture at the collar. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvb10) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed.